Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a loss of therapy in (B)(6) of 2017. Patient reported it is not working at all, and she went to her hcp about a week ago and the hcp put it on every different program and upped the stimulation and told her it was showing it should be working because they did not see any errors but patient could not feel stimulation at all. The patient was not able to control her bladder cannot make it to the bathroom. The patient said she had tried all 4 of the programs and given each of them at least a week maybe more time but none of them worked. The patient said in the past once before she had worked with the rep who changed the program and when he changed it, she could feel stim and it helped her. The patient also stated they had gotten used to the stim and did not even know they felt it. The patient did not have access to the programmer for troubleshooting at the time of the call. The patient also reported they were really sick for a couple of months and in the hospital with an unrelated heart and lung illness during which time the device stopped working, and was uncertain whether this change was sudden. The patient had CT scans, x-rays and also had a lot of anesthesia during their time in the hospital. No further complications were reported or are anticipated.